Manufacturer narrative:
Unable to prime during prime and a33 test due to faulty gold fsr. Pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Unable to confirm excessive no delivery alarms due to prime anomaly. Motor passed motor test. Pump received with cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error multiple times. Customer does not recall any significant events leading to the error. Customer's blood glucose was 120 mg/dl at the time of incident. Troubleshooting was done for alarms and was found that there were alarms in pump history. Customer was able to rewind pump one time but then more troubleshooting was completed and customer was unable to rewind. Customer did not want to continue with any further troubleshooting. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.